Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was found to have been dislodged via x-ray. The patient was noted to be obese with substantial amount of fat between the lead an xyphoid position. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.